Event description:
The facility reported an infusion pump with a failure code 810:04 during bio-med testing. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 29 2007. Evaluation summary: evaluation was performed and the reported condition of failure code 810:04 was confirmed but could not be duplicated. Failure code 810:04 on channel a and c was found once in the event history. The pump was tested for proper operation and pump found to function properly.